Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 thru 130.0 cm from the hub. The jet7 was ovalized approximately 23.0, 106.5, and 109.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched on its distal end. If the device is retracted against resistance, damage such as stretching may occur. The neuron max identified in the complaint was not returned for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the returned jet7 revealed that the catheter had ovalizations. If the device is forcefully mishandled during use, damage such as ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 kit. During the procedure, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max) and commenced aspiration. Upon completion of a pass, the jet7 was removed and examined on the back table. The physician then found that the jet7 had fractured in two places near the distal 3 cm location. Therefore, the jet7 was no longer used. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.